Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm tested the iabp unit but was unable to duplicate the reported issue, but confirmed the reported autofill failure and electrical test fails code #35 in the iabp unit log files. The stm noted that a rapid gas loss alarm was logged right before the autofill failures started and may have caused the fill issues. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read "(B)(6)."

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated an "autofill failure" of undetermined origin, and troubleshooting could not determine or resolve the problem. The getinge representative had the user reboot the console as a last resort, but then it would not restart, and instead displayed an "electrical failure #35 or 53." The iabp was labeled and taken to the biomedical engineer. There was no patient harm and no adverse event was reported.